Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (5025015) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Date of occurrence not reported but estimated to be (B)(6) 2022.

Event description:
According to available information, this patient experienced erosion of the implant and device explant/replacement is required (anticipated for (B)(6) 2022). No other adverse patient effects were reported.

Event description:
Additional information received further reported that the patient had weakened tunical tissues, and the left cylinder tip was at risk of erosion. The surgeon replaced the reservoir and the left cylinder.

Manufacturer narrative:
H6 codes are corrected from: a27 "appropriate term/code not available" to a24 "adverse event without identified device or use problem". E1718 "skin erosion" to e2006 "erosion".